Event description:
The customer reported that the ECG line on the processor pca was damaged. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.